Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 506 mg/dl. Cause of bg level was not known. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged two days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.